Manufacturer narrative:
Approximate age of device is not known at this time but will be provided with the device analysis results. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag motor was not responding. There was no patient involvement when the event occurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag motor not responding could not be confirmed nor reproduced during the investigation of the returned centrimag motor (serial number (B)(4)). The returned motor was evaluated and tested by tech service. The reported complaint could not be confirmed nor reproduced during testing. The motor was operated with its related 2nd gen primary console (serial number (B)(4), reported under MFR#2916596-2019-00489) for an extended period of time without any issues or atypical alarms being observed. Visual inspection of the motor's cable did not reveal any issues. Full functional checkout was performed per the centrimag motor service process and the unit passed all tests. The returned motor was found to function as intended. As a result, the root cause of the reported events could not be conclusively determined nor correlated to a device related issue. The tested motor was returned to the customer site. Reports of similar events will continue to be tracked and monitored. No further information was provided. The manufacturer is closing the file on this event.